Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that leaky valve was noted. There was damage to the valve of the faradrive. The leak was noticed when the initial sheath was introduced into the body and the physician was attempting to use for transeptal. The fluid began to leak around the valve when flushing prior to inserting the farawave. A pressure bag was used for the irrigation of sheath. Only sheath that was inserted into faradrive with the sheath for wire. Slow leak of blood was also noted. The procedure was completed successfully by using an alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.